Event description:
A healthcare facility in (B)(6) reported via a distributor that the heater wire adaptor was faulty on an rt340 adult dual-heated evaqua breathing circuit. Upon receiving the device for investigation it was revealed that the heater wire of the inspiratory limb was out of specification. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare (B)(4) where the heater wires of the inspiratory and expiratory limbs were resistance tested. Results: the resistance test revealed that the inspiratory limb heater wire was open circuit and out of specification. A lot check revealed no other complaints of this nature for lot number 120620. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. Resistance tests and visual inspections are performed on all breathing circuits during production and those that fail are rejected. This suggests that the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).